Manufacturer narrative:
(B)(4) date sent: 04/22/2025 d4: batch #unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished # ech60s, with lot/batch # m9a690, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an esophagectomy procedure, it was observed that after the third or forth firing the device would not open. The home button was attempted then manual override was attempted but nothing happened.. The device was eventually opened and removed from tissue. Exact details were unknown. Another like device was used to continue with the procedure. There were no adverse consequences for the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 05/03/2025. D4: batch #c9e29t. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with a gst60b reload loaded on the device. The reload was received partially fired 2/3 and with several damage on reload deck. The damage to the reload is consistent with the device being clamped over a hard object. Upon visual inspection, it was noted that the joint cover was damaged. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. In addition, the anvil bent was noted upwards. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be advanced. However, the knife was not completely in the home position causing the jaws not open as expected. The bailout lever was moved up and the override lever was activated one time, and then, the jaw could be opened by pressing the release button. It is possible that the manual override system was not completed as the knife was not fully in the home position, causing the jaws to not open as expected. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described of would not knife home and manual override would not work could not be confirmed as once the device completed the firing sequence the knife returned home as intended and the manual override was totally functional. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. A manufacturing record evaluation was performed for the finished device batch number c9e29t, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.